Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. A visual examination of the returned upsylon¿ revealed that the y-mesh leg was returned detached from the body and was altered from its original configuration. The mesh is stretched and unraveled. Since the complaint is associated with a product which met specifications but most likely encountered anatomical or procedural factors which limited its performance, the most probable root cause for this event is operational context.

Event description:
It was reported to boston scientific corporation that an upsylon¿ was used during a robotic asc procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the mesh arm was unraveled. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: y-mesh leg detached from body of mesh.